Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation due to an unknown reason. Data analysis was recommended, but has not been completed. This device was never in service. No patient involvement.

Manufacturer narrative:
Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
This supplemental report is being filed to include details to additional manufacturer narrative in h.10.